Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, the commander delivery system balloon caught the tip of the 16fr esheath+ and "buckled". The delivery system was re-advanced so the balloon could be outside the esheath+. The balloon was then withdrawn until it was enclosed in the esheath+. Both the esheath+ and delivery system were then withdrawn as a unit over the wire. As the esheath+ was withdrawn, pieces of intima were observed attached to the folds in the esheath+. It was noted that the esheath+ kinked and had pulled intima out of the vessel. Once the perclose portion of the procedure was completed, an angiogram was performed and revealed no extravasation or further injury. The esheath+ was observed with a distal tip split.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-08294. The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed a liner that fully expanded as designed and liner bunching near the distal tip of the sheath. There was partial delamination from the hdpe, approximately 6-7 inches from the strain relief. There was also partial delamination near the distal tip of the sheath. There were multiple kinks around the area of the sheath shaft and a kink approximately 1 inch from the distal tip. The distal tip was fully opened as designed and the c-marker was intact. A distal tip split was observed. Imagery was also provided for evaluation. Review of the imagery revealed undersized access vessel present within the patient's anatomy. There were also pieces of patient intima (tissue) "pulled out" from the patient's vessel. In addition, the imagery revealed a distal tip split, liner partially delaminated on the sheath shaft and liner bunching near the distal tip. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system with valve usage. Per the IFU/training manuals, it notes that the devices are designed, intended, and distributed for single use only. Do not resterilize or reuse the devices. In addition, it notes that caution should be used in vessels that have diameters less than 6mm as it may preclude safe placement of the 16fr esheath+. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for esheath+ distal tip split and esheath+ kinked/bent were confirmed based on evaluation of the returned device and provided procedural imagery. However, no manufacturing non-conformances that would have contributed to the events were identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the esheath+ during device unpacking or preparation. Per the procedural notes and event description, "sheath placed easily, valve delivered, and commander removed. Mild pvl observed. Commander prepped +1 cc and re-introduced. Post-dilation successful. Commander balloon caught the tip of the 16fr esheath+ and buckled. Commander readvanced so balloon was outside the sheath. Balloon was withdrawn until enclosed in the sheath and then the sheath and commander removed as a unit over the wire. As esheath+ was withdrawn, the esheath+ kinked and significant pieces of intima was observed attached to the folds in the esheath+." It is unknown when the damage to the esheath+ occurred as it was stated that the commander delivery system was removed and then re-introduced again. Per the IFU/training manual, "the devices are designed, intended, and distributed for single use only. Do not resterilize or reuse the devices." As the delivery system and esheath+ are both single use items, they should not have been used again. It was stated that the delivery system was re-prepped and reintroduced. However, a delivery system that had already been used would have a balloon that was no longer pleated. A balloon that is no longer pleated can have a larger outer diameter (od) than intended and can catch onto the esheath+ during re-entry, which could have caused the partial delamination that was observed. This larger od could cause the already opened esheath+ to further expand at the tip during withdrawal or advancement of the delivery system which can cause the distal tip to split. Additionally, it was noted that the esheath+ kinked during withdrawal. As the commander delivery system balloon was prepared with an additional cc of solution than intended, the balloon was likely further stretched out with a bigger od profile. Upon withdrawal, there was likely some resistance which caused the esheath+ to kink with the liner bunching and the vessel damage as reported. Additionally, the returned patient imagery showed undersized vessels present in the patient's anatomy. Per the IFU/training manuals, "caution should be used in vessels that have diameters less than 6 mm as it may preclude safe placement of the 16fr edwards esheath+ introducer set respectively." Undersized vessels can create a constrained condition or restricted pathway. The increased balloon od profile during advancement and withdrawal from reusing the delivery system combined with the undersized vessels likely further weakened the esheath+, causing the tip to split. In this case, available information suggests that patient factors (undersized vessels) and procedural factors (re-using a single use device) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.